Manufacturer narrative:
CAPA (B)(4) has been initiated to investigate the guidewire detachment issues. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, the product will be recalled.

Event description:
During the operation, the leading end of the guide wire falls into the patient's bile duct.